Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product will be returned to zimmer surgical for evaluation. Once the device is returned and evaluated, a follow up medwatch will be submitted.

Event description:
It was reported that the unit was taking double thickness graft with setting on 5". There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On july 20, 2018, it was reported that the unit was taking double thickness graft with setting on 5. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was january 5, 2016 where the device was returned after being used as a loaner unit and the device was evaluated with no components replaced. Product review of the air dermatome by zimmer biomet australia on july 19, 2018 revealed that there was side play found in the depth bar. Product review of the air dermatome by zimmer biomet taiwan on august 7, 2018 revealed that the motor speed was within specifications and the control bar was in the correct position. The calibration was out of specifications at the 0 and 20 settings only. Repair of the air dermatome was performed by zimmer biomet taiwan on august 8, 2018 which included replacement of the motor, bearings, o-ring, sea, and reciprocating arm. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that there was side play found in the depth bar and calibration was out of specifications at the 0 and 20 settings only. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that there was side play found in the depth bar and calibration was out of specifications at the 0 and 20 settings only. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.